Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 490 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump was not properly delivering insulin. Customer advised the insulin is barely traveling through the tubing and used to travel quickly. Customer advised their diabetes educator made adjustments to the device's settings. Customer treated themselves via manual injection. Customer performed and passed the high pressure test. Customer was advised to monitor the insulin pump and their blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.